Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for investigation. The generator was powered on and successfully booted to the menu application. An audible alarm and warning message was observed upon entering lesion mode. The warning message indicated that excessive temperature on detected at probe 1. Internal inspection identified a thermal event on the rf control board. It was also observed the stimulate board was non-functional as the warning message was resolved upon temporarily replacing the stimulate board with a known-good unit. The rf control board was also temporarily replaced with a known-good unit. A functional test was successfully performed as target temperature were reached while consistent impedance and voltage readings were observed. The root cause was isolated to the rf control and stimulate boards. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the rf control and stimulate boards.

Event description:
This report is to advise of an event observed during analysis confirming a thermal event within the returned device.